Manufacturer narrative:
(B)(4). This was a use error so the sample was not requested.a follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a check final line alarm was not confirmed due to unavailable sample. The cause is that the patient reused the disposable set . The lot number is unknown; therefore, a batch review cannot be performed. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.

Event description:
A customer contacted baxter's technical service center regarding a check final line alarm that appeared on the homechoice (hc) display during prime. The technical service representative (tsr) asked if the hc was turned on now. The home patient (hp) stated, no, he is not near the hc. The tsr explained the alarm and possible causes. The hp stated he tried changing the cassette. The tsr asked if he changed the bags also, the hp stated no, not at the same time. The tsr explained the hp cannot change one part of the set up and not the other. The tsr explained when the hp changed the cassette he needed to change the bags as well. The tssr instructed the hp to start over with all new supplies and all if he gets the alarm again when he is having it so baxter can troubleshoot. No patient injury or medical intervention was indicated at the time of the initial report.